Manufacturer narrative:
(B)(4). Concomitant product: igtcfs-65-2-uni-celect-pt. Device similar to device with 510(k) k121629. Investigation is still in progress.

Event description:
Description of event according to complainant: "the filter was changed from femoral to jugular, after the filter was hooked, they pulled it in the loader/ sheath. The last 5mm battled to get in. The filter was then placed in the ivc but didn't open up. It was retrieved with a snare. I investigated afterwards and the filter also again didn't want to go in all the way." Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Device similar to device with 510(k) k121629. (B)(4). Summary of investigational findings: investigation is based solely on event description. No product was returned and, therefore, no conclusion can be drawn based on the information provided regarding the difficulty of getting the filter back into the sheath and the filter not opening up, nor can the root cause be determined. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "the filter was changed from femoral to jugular, after the filter was hooked, they pulled it in the loader/sheath. The last 5mm battled to get in. The filter was then placed in the ivc but didn't open up. It was retrieved with a snare. I investigated afterwards and the filter also again didn't want to go in all the way". Patient outcome: according to the initial reporter, the patient did not experience any adverse effects.